Event description:
It was reported that there were concerns that this pacemaker's battery might be prematurely depleting. No data analysis was requested and the physician chose to replace this device due to the patient being very pacemaker dependent. This device was successfully explanted and replaced. This device is expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns that this pacemaker's battery might be prematurely depleting. No data analysis was requested and the physician chose to replace this device due to the patient being very pacemaker dependent. This device was successfully explanted and replaced. This device has returned for analysis. No additional adverse patient effects were reported.